Manufacturer narrative:
The information provided in this report does not constitute an admission that the device caused or contributed to the reportable event. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. (B)(4).

Event description:
Pentax medical was made aware of an event that occurred at a facility in the united states. On 07-jun-2018, pentax received a service notification repair request for "no video image". During inspection the following was found: accessory (piece of syringe tip) stuck inside biopsy inlet piece.", involving the pentax medical video gastroscope, model eg-2990i, serial number (B)(4). On 07jun2018,12jun2018 and 11jul2018, pentax medical complaints team sent multiple good faith efforts to inquire on the circumstance of when the event occurred. On 11jul2018, the user confirmed that they were aware that the accessory was stuck during reprocessing, the endoscope was subsequently removed from circulation and called in for service. The facility also confirmed they follow all IFU and performed pre-procedural checks. On 06/22/2018, repairs were completed where the stuck accessory was removed, and miscellaneous repairs were performed and returned to the user. On 06-nov-2020, a device history record(DHR) review for model eg-2990i, serial number (B)(4)was performed under ivai-20-110010, the DHR review confirmed the endoscope was manufactured on 22-aug-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.